Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD)/endotak transvenous defibrillation lead system delivered numerous inappropriate shocks as a result of oversensing. Extensive non-invasive testing could not determine the cause, so invasive testing was performed. The setscrews were tightened and the pocket closed, but when the ICD was turned back on, the patient again received a shock. The physician decided to replace the endotak lead. During lead replacement, it was reported that the endotak lead appeared on the flouroscope to separate and the coil unwind near the proximal shocking electrode. The lead could not be removed, and was capped and replaced. The ICD remains implanted. Implant date: 6/25/96